Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) went into doo/emergency pacing mode from ventricular demand pacing (vvi) mode after the doo/emergency button was hit while the patient was walking. The patient suddenly started feeling shocking and the monitor appeared asynchronous. The pacer wires were disconnected and the physician was notified. No further patient complications have been reported as a result of this event.